Event description:
It was reported that this pacemaker was unable to be read during interrogation. Technical services (ts) discussed troubleshooting options with the health care professional (hcp), but the options were already attempted. The hcp questioned the operational state of the programmer due to the pacemaker not being read during interrogation. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.